Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. Reportedly, the customer did not take any action to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.